Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to MDR # 8030647-2015-00227 for the first report. It was reported by the (B)(6) that the thumb valve leaked with the catheters. The ventilator alarmed and there was some loss in tidal volume of each patient. The therapist felt replacing the catheter was the best instead of preforming the fix. There was no patient injury with either patient.

Manufacturer narrative:
The device history record for the lot number involved in this complaint, m5096t641, was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The position of the thumb valve did not appear to be fully upright (closed). The valve was depressed and released. The valve did not return to the full upright position, however it could be manually pulled into full closed position. The sample was attached to the mobivac suctioning equipment with the suction set at 120mm/hg. Upon connection an air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue, and suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position. The suctioning did not stop. The thumb valve was then depressed and released. The valve remained in the partially down (open) position. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).